Manufacturer narrative:
The lot number of the complaint product is unknown and the actual complaint product was not returned for evaluation. All lots are reviewed and the manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause of the complaint cannot be confirmed at this time, however this is associated with consumer's handling of the product (consumer did not read full instructions). (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an employee of a healthcare organization in (B)(6) via a phone call on 07/15/2016, a consumer did not read the instructions and misused the complaint product mistaking it for a similar contact lens care product. The consumer expressed dissatisfaction with design/labeling/instructions for use stating that they were not enough to flag concerns about the product. As a result of the misuse, the consumer experienced "severe corneal damage" and "loss of partial vision" in (B)(6) 2016 (exact date of event is unknown). The consumer was hospitalized (the dates, duration of hospitalization and treatment prescribed are unknown). Additional information has been requested, but no additional information is available at this time.